Event description:
It was reported that this patient had previously received a single isolated shock due to oversensing of electromagnetic interference. At the time, the system was reprogrammed to prevent any additional inappropriate shocks. The patient recently, received an additional inappropriate shock due to oversensing of wide signal amplitudes. The system is being evaluated at this time. No adverse events were reported.